Event description:
It was reported by the customer that a pyxis pyxis medstation es system cubie had become jammed. Customer reported several pockets in cubie drawer 5.2 failing frequently and there was delay in getting medication needed for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, cubie pockets failed frequently. A field service engineer recovered failures pocket ejection and reseated all rowboard connections at drawer controller to resolve this issue the system functioned as intended after field service engineer troubleshooted the device.